Event description:
Report received of an overdelivery in 2005 at 2000, the pump was programmed to deliver 25,000u/500ml of heparin at a rate of 14ml with a volume to be infused (vtbi) of 500ml and the delivery was started. In 2005 at approximately 0130, the nurse noted that the heparin bag was empty. The physician was notified and the patient received an unspecified dose of vitamin k. There were no reported adverse patient sequelae. The device was removed from clinical service. Therapy was resumed after an unspecified time using a replacement device. Though requested no additional information was provided.

Event description:
An operator error in programming the device, which resulted in the patient receiving more medication than intended.